Manufacturer narrative:
Method - sent to local testing lab for material hardness tests. Results - tip of driver broke.

Event description:
The surgeon was implanting a screw in a very dense bone and the driver stripped, then the surgeon attempted to remove this screw, and broke the tip of the second driver in the screw head during a revision lapetus.